Manufacturer narrative:
This incident has been reported under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
It was reported during surgery that the unit was not getting to desired number or rpms/speed. No harm was reported but an unknown delay was reported. No adverse event was reported as it relates to this event.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. The device was scrapped prior to evaluation; repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.